Event description:
The company was made aware that the pt has an open wound at the implant site and the implanted device is exposed. It was reported that the pt's external equipment's magnet was too strong. The pt has lost a lot of weight and is undergoing medical care for issues that are not device related. The pt has discontinued wearing the external equipment. The pt is currently being monitored.